Event description:
It was reported that the inflatable penile prosthesis (ipp) pump would not cycle and it was found that the reservoir was upside down. The reservoir and pump were removed and replaced. No information about the patient outcome is available at the moment. Additional information was received. CT showed upside down reservoir, then upon replacing reservoir pump still would not cycle. No adverse patient effects. Pump was sent back.

Manufacturer narrative:
Device analysis: pump malfunction and reservoir malposition were reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The pump functional failures confirm that a failure of the pump is the most probable cause for the reported inability to cycle the device. No reservoir was returned, reservoir allegation could not be confirmed. The investigation conclusion code of cause traced to component failure was chosen because the reported allegations could be traced to a component failure during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump would not cycle and it was found that the reservoir was upside down. The reservoir and pump were removed and replaced. No information about the patient outcome is available at the moment. Additional information was received. CT showed upside down reservoir, then upon replacing reservoir pump still would not cycle. No adverse patient effects. Pump was sent back.